Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the stent was kinked and bent in several location. The stent's outer diameter was measured and is within specification. The information with regards to the inner diameter, shape, or possible defects of the metal stents that may have affected the compatibility with the bsc stent is not available. It is likely that the device was damaged during attempts to advance the stent through the metal stents; however, a definitive root cause of the damage, and of the reported advancing difficulties, could not be determined. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex¿ biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the percuflex biliary plastic stent could not go ¿through between two metal stents" that were implanted in the patient and were overlapping. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.